Event description:
In 2008, the pt reported that, while at an appointment with his nurse educator, his blood glucose was elevated to 537 mg/dl. His normal blood glucose range is 80-120 mg/dl. He stated that he uses his infusion sites for 6 days to save money. The nurse educator advised the pt to change the infusion site every 3 days. The nurse advised the pt that using the infusion sites for longer than recommended could cause elevated blood glucose as well as stress. The pt changed his infusion site and bolused 20 units of insulin to lower his blood glucose. To troubleshoot the pt was instructed to disconnect from his infusion site and to prime. Insulin was delivered properly. Upon follow up in 2008, the pt reported that he was doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval. -

Manufacturer narrative:
No product will be returned for eval.